Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported hazy vision. The symptoms persisted and the pt was not satisfied with his vision. The lens was exchanged and the new lens was placed in the capsular bag. Add'l info has been requested.